Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient had discontinued device use due to a lack of auditory percepts since implantation. The device was explanted (B)(6) 2010, due to reported ear infections.